Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative, that the tubing of a rt380 adult dual-heated evaqua2 breathing circuit came off from the y piece connector during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and analyzed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit indicated that the inspiratory limb had undergone a thermal process, such as being processed in an auto-washer. Further testing identified internal residue consistent with a processing aid used in the manufacturing of the inspiratory limb. The amount of residue found was similar to the levels seen with a cleaned/washed tube that was put through an auto-washer cycle. Conclusion: we are unable to determine the cause of the reported event. However based on our investigation, the inspiratory limb was most likely been subjected to a cleaning process. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use beyond 7 days maximum duration of use."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative, that the tubing of a rt380 adult dual-heated evaqua2 breathing circuit came off from the y piece connector during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.